Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 3-4. The first clip was implanted successfully. To further reduce mr, a second mitraclip delivery system (cds) was advanced and the clip was placed in a2/p2. However, during deployment; after retracting the actuator knob the clip did not detach from the cds. Troubleshooting was performed, the actuator knob was turned five more times and after fully retracting the delivery catheter handle, the clip deployed. Mr was reduced to 1. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the mitraclip delivery system was returned. The reported issue could not be replicated in a testing environment as the clip was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.